Event description:
It was reported, the pump seemed to not be working right and the patient believed there was a pump failure and wanted to know what to do. It was further reported the patient¿s pain pump nurse would not look at the patient¿s pump or patient activation (pa) without a doctor¿s order. It seemed that the pa was not giving the patient the correct amount of boluses, but more important they ¿seemed uneven¿ and when the patient was ¿blocked out (after not using all) about 40 minutes later ¿felt very heavy amount enter my system. It was noted, the patient went from awful pain to limited pain, but it said she had to wait two hours. The patient wanted the pump checked to make sure it was working correctly. It was unknown what drug the pump was being used to deliver. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
The patient&#38112;catheter broke; a catheter revision was done.